Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: the full lead was returned in segments and analyzed. The outer tubing overlay was breached cut, the distal conductor was distorted, several conductors had blood/body fluid (not obstructed), blood/body fluid was also noted on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, an outer insulation cosmetic depression, blood in/on the helix/lobe mechanism and apparent explant damage.

Event description:
It was reported that there was damage to the insulation of the pacing portion of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.